Manufacturer narrative:
Intuitive surgical inc. (Isi) received the monopolar curved scissors instrument and the tip cover accessory for failure analysis. The customer reported complaint was confirmed. The tip cover accessory was found to have thermal damage. The damage was seen to be located towards the center of the tip cover and measured approximately 0.370 in width. The monopolar curved scissors instrument used with this tip cover was also returned, and further investigation noted that the thermal damage on this tip cover aligned with thermal damage found on the monopolar curved scissors instrument. Failure analysis concluded that the damage found on the monopolar curved scissors instrument was likely caused by the compromise in the tip cover. This complaint is being reported due to the following conclusion: it was alleged that a hole that appeared burned was observed on the tip cover accessory which can be indicative of a possible arcing event. Although, no patient harm occurred, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that after completion of a da vinci-assisted procedure, the side of the tip cover accessory was observed to have a hole that had burned through. Furthermore, there were char marks on the monopolar curved scissors instrument. There was no report of patient harm, adverse outcome or injury.